Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed insulin therapy on the pump and has backup manual injections of needed. Customer's blood glucose level was over 400 mg/dl.